Event description:
It was reported that the patient accidentally pulled the cannula off an ilet infusion set while removing the adhesive and required an overnight replacement infusion set; the event was associated with the infusion set packaging component and logged quantity of affected sets, with device model ilet and lot 6011181. Symptoms included hyperglycemia with cause unclear. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed compromised packaging and a medical device problem described as a tear, rip, or hole in the device packaging, associated with the packaging component. It was concluded, based on previously established findings for similar reports, that no problem was detected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.